Manufacturer narrative:
The investigation confirmed that discordant negative results were obtained for a single patient processed using vitros anti-hcv reagent on a vitros 3600 immunodiagnostic system (s/n (B)(4)). The assignable cause is unknown. A calibration issue, sample storage issue, or pre-analytical sample handling could not be ruled out as contributing factors. There is no indication that the instrument and/or the reagent were not performing as expected as quality control fluid results were reported as acceptable.

Event description:
The customer observed discordant negative results obtained for a single patient, processed using vitros anti-hcv reagent on a vitros 3600 immunodiagnostic system. Vitros ahcv results 0.73, 0.59, 0.58, 0.67, 0.67 s/c (negative) versus expected results of 1.04, 1.23 (reactive). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant negative results were not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4)/qerts record ID (B)(4). This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved.